Manufacturer narrative:
H3: if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd prn adapter adapter/connector defective/damaged on (B)(6) 2024 heparin cap broke off in dialysis tubing and could not be removed, photos were taken and reported as an adverse event, department discontinued the use of heparin caps.

Manufacturer narrative:
1. The customer has no sample return, no photo return, the specific defect details can not be identified; 2. Query batch record information. 1) complained that batch number #2006709 was produced in prn automatic assembly line, and the production date was 2022-2, 2022-2, and the batch of products was packaged on m860 packaging machine, and the total amount of the products was 439.7k; 2) check the process test and shipment test report of this batch of products, and the test results meet the product standards without abnormalities. 3) check the production records and machine maintenance of this batch of products, and there are no anomalies, deviations or rework activities. 3. Analysis of retained samples: the appearance and tension test of the same batch of retained samples were carried out, and the test results were qualified, see attachment 1- retained sample test report; 4. Root cause analysis: after pulling the retained samples of the same batch, the test results were qualified, the defect pattern could not be repeated, and the specific defect details could not be identified because there was no sample return and no photo return. 5. The factory continues to pay attention to such defects.

Event description:
No additional information provided.